Event description:
It was reported that the customer experienced a high blood glucose level of over 400 mg/dl. The customer pulled out the sensor and it was really bent. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.